Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report number 2182269-2017-00065 and manufacturing site. The correct MFR number is 3005334138.

Event description:
During an atrial flutter ablation procedure, a steam pop lead to a pericardial effusion. While ablating the cavo tricuspid isthmus in a patient with tachycardia-induced cardiomyopathy, a steam pop occurred. The patient became hypotensive and needed to be reanimated with adrenaline. An echocardiogram revealed a small pericardial effusion. No additional intervention was needed and the patient left the lab in stable condition.